Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was over 100 mg/dl, and the meter bg reading was 34 mg/dl. As a result of the increased basal, customer's blood glucose (bg) lowered to a level that was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates and glucose tablets to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.